Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was experiencing premature battery depletion on their m106. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
According to the patient's provider, the last surgery patient had was before vns was implanted, therefore there has been no recent exposure to electrocautery that they know about. The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release. Generator data was received and reviewed. From the data, we cannot conclude that this device is depleting more rapidly than expected as it falls within the 95% prediction interval based on historical data.

Event description:
It was later reported that patient had a prophylactic generator replacement surgery. The suspect device has not been received by manufacturer to date. No other relevant information has been received to date.

Manufacturer narrative:
B5. Corrected description of event, supplemental #2 report: inadvertently left out information regarding explanted products being received into product analysis. D9. Corrected device available for evaluation, supplemental #2 report: inadvertently left out information regarding explanted products being received into product analysis. H3. Corrected device evaluated by MFR, supplemental #2 report: inadvertently left out no being checked with code 02. H6. Corrected type of investigation, supplemental #2 report: inadvertently put b17.

Event description:
The suspect device has been received into product analysis. Analysis has not been completed to date.

Event description:
Product analysis for the suspect generator was completed. The visual observations are most likely associated with manipulation of the device during the implant/explant procedures. An interrogation, a system diagnostic test, a comprehensive automated electrical evaluation, and a battery life calculation were performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator.